Event description:
Meter name: fasttake meter. Strip name: lifescan. Fasttake strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: incoherent. A pt reported that the pt was unresponsive and paramedics were called and the pt was taken to the hosp. The pt's meter allegedly was inaccurately high. The result on the pt's meter was 113mg/dl. The result on the emt meter was 57mg/dl. The time difference between pt's meter and emt meter was unknown. Treatment was in ambulance and at the hosp was unknown. No further info has been reported.